Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during inspection, it was reported that the products were found to be nonconforming due to a foreign substance. There was no patient involvement. Due diligence is complete and there is no additional information available.